Event description:
Related manufacturer report number: 2916596-2021-02012.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed elevations in pump power; however, a specific cause for these events could not be conclusively determined. Additionally, the report of possible thrombus could not be confirmed as no product was returned for evaluation. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established. It was reported that the patient experienced a pump power increase to 12 watts the previous night. It was reported that the patient received a low voltage hazard alarm the next day, and noticed the pump power at 8 watts. Pump power returned to normal after switching to new batteries. The patient reported this happened with 2 sets of batteries and they only lasted around 8 hours with full charge. The patient also stated that the mpu alarmed with low voltage recently; no other alarms reported. No damage to equipment was reported. Additional information reported on (B)(6) 2021 stated that the patient underwent a controller exchange. The controller was returned and will be addressed under MFR#2916596-2021-02012 . The submitted event log file contained data from (B)(6) 2021 19:02:18 through (B)(6) 2021 11:53:56. Elevations in pump power as high as 16.6 watts were captured throughout the log file. Corresponding elevations in calculated flow as high as 12 lpm were also captured. No abnormal hazards or faults were captured throughout the log file. The submitted event log file contained data from (B)(6) 2021 13:14:34 through (B)(6) 2021 11:45:23. Additional data was captured in the log file, before the date was set following the controller exchange. Alarms at the beginning of the log file appeared to be associated with the controller exchange. Elevations in pump power as high as 14.7 watts were captured throughout the log file. Corresponding elevations in calculated flow as high as 12 were also captured. No other abnormal hazards or faults were captured throughout the log file. A specific cause for the change in pump parameters in both log files cannot be conclusively determined. On (B)(6) 2021 it was reported that the patient was admitted overnight with high flow and high power. The patient also reported increased shortness of breath (sob). The patient¿s ldh increased from 729 on (B)(6) 2021 to 2856 the previous night. It was reported that the ldh was trending down, and measured 1155 that day. A concern for thrombosis was reported and a possible exchange was discussed with the patient. On (B)(6) 2021 it was reported that the patient underwent a pump exchange on (B)(6) 2021 from heartmate ii left ventricular assist system (lvas), serial number (B)(6) to heartmate 3 left ventricular assist system, serial number (B)(6) . Multiple requests for additional information, including product return, were sent to the customer; however, no additional information was received. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from the manufacturing quality assurance specifications. The hmii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. This document also outlines indications of pump thrombosis as well as how to respond to such events. In reference to power, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021 the patient was admitted overnight and presented with high flows and high powers and complaint of increased shortness of breath (sob), with no other signs and symptoms. The patient¿s lactate dehydrogenase (ldh) increased from last result of 729 u/l on (B)(6) 2021 to 2856 u/l night of admission. They are trending down with the latest being 1155 u/l. The doctors have concern for thrombosis. On (B)(6) 2021, the patient underwent a pump exchange. No additional information provided.